Event description:
"Anaphylactic reaction to the optiflux dialyzer". The facility was contacted for further information. It was learned that 10 minutes into the dialysis treatment, the patient became hypotensive with a bp of 88/40 and a pulse of 107. The patient was observed to be in obvious respiratory distress. The patient was with apnea, unresponsive, and without resirations. Breathing was assisted with ambu bag with the oxygen connected. The patient was given intravenously diphyenhydramine 50 mg. And solumedrol 40 mg. The patient's blood was returned. Ems was notified. When ems arrived the patient was responsive and taking breaths on her own. The patient was given oxygen by mask at 2l per minute. The patient's left arm was noted to have welps. The patient was alert and responsive at the time of transfer to the ER. There is no sample available. The patient currently receives hemodialysis at this center with no further ill effect related to this event. An 160 nr dialyzer is used.